Manufacturer narrative:
Corrected information updated in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received at the manufacturing site for evaluation for the report; however, the product was clearly used beyond the expiration date; therefore, the condition of the product could not be verified. The customer reported 13-april-2024 as the event date. The expiration date of the customer reported lot is (B)(6) 2024. A sample was returned and a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing site because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration failure of the probe occurred during vitrectomy surgery. The condition of actuation and cutting was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.